Manufacturer narrative:
The affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021 infutronix received a letter from FDA (uf/importer report # (B)(4). In the letter : "patient was bolused via tubing of nimbus. When disconnecting extension tubing the nimbus tubing cracked. The decision was made to discontinue the block. Pain control plan was discussed with primary team. Initial placement was done with ultrasound guidance and was successful and uneventful." Device operator was a patient safety analyst. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.